Manufacturer narrative:
Insulin pump error alarm (variableinfo=3) confirmed in the pump history due to open trace. Pump passed the self test, sleep current measurement, active current measurement and displacement test. No failed battery alarm noted.

Event description:
The customer reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was 235 mg/dl, 186 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.